Event description:
It was reported that the patient was feeling sluggish for the last couple of days and his symptoms were worse the day prior to the report. He mentioned having parkinson¿s and his symptoms returned two days prior to the report. The question mark. The patient checked his other implantable neurostimulator (ins) and was seeing the same screen. Patient programmer was getting poor communication and was unable to adjust stimulation. He was assisted with the programmer and saw the orange checkmark. He put the programmer on his chest and it beeped and displayed the he also saw the warning symbol and could not communicate. He did not have any new batteries to try. The cause of the event was unclear and no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #(B)(4). As the patient had two inss and it was not specified which one was the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0dpr1, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0dg2y, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).